Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that act button was no longer working. Customer¿s current blood glucose was 266 mg/dl. Troubleshooting was performed. Insulin pump will be returned for analysis.